Manufacturer narrative:
1020379-2019-00003 is associated with argus case (B)(4), polident denture cleanser.

Event description:
Accidental device ingestion. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was not reported. The reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional details: consumer indicated that she accidentally swallowed a small amount of polident denture cleanser solution. She wanted to knew if it could be harmful.